Event description:
The hospital reported that during a coronary artery bypass procedure, when the heartstring iii was deployed after pulling out the delivery device it was observed that there was bleeding, that was unable to be stopped. When the surgeon removed the seal from the aorta and observed it, it was confirmed that the seal was cracked. A replacement device was used to complete the procedure. Blood loss was reported between 200-300ml and a transfusion was not needed. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).